Event description:
This is a report from a uv-flash solution transfer set that leaked during patient use. The male patient was diagnosed with peritonitis after a leak was found in the transfer set at the tubing close to the twist clamp during exchange. Reportedly in 2009, the patient noticed the transfer set was leaking and was seen at the hospital where the transfer set was changed. Twenty five days later, the patient noted the transfer set was leaking and the set was changed. The patient was given cefazolin (dose unknown) prophylactically. The following month, the patient went to the hospital for abdominal pain and was diagnosed with peritonitis. On the same day, the patient was admitted to another hospital and treated with unknown therapy. The nurse considered that this event could be associated with touch contamination.

Manufacturer narrative:
The sample was not available for evaluation.